Event description:
Hill-rom tech alleged that the head section would not lower all the way down.

Manufacturer narrative:
Technician found that the left gas springs were leaking fluid. He replaced the gas springs and the head section function properly.